Event description:
During thoracoscopic case, physician found a small plastic piece from a 5mm short mini step port that had broken off inside the patient. The plastic piece was recovered and removed from the patient. The short step was removed from the patient as well with no harm reported.